Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the tubing of the device was cracking just below the chamber. It was believed it was occurring because of the type of clamp used to block the tubing while collecting cerebrospinal fluid (csf) in the chamber. The site did not want to clamp the tubing too far below the chamber as it would then be difficult to measure the exact amount of csf collected. Related events: (B)(4).